Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported hemorrhage is a known adverse event listed in the xience v instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that the xience v stent was implanted on (B)(6) 2010. The patient was enrolled in the hcri dapt trial and was placed on dual anti-platelet therapy. On (B)(6) 2010 the patient presented with a gi bleed. X-ray showed arteriovenous malformation of patient's gut. Blood transfusion started. The patient was treated with approximately 12 units of blood (2 units platelets each day). Blood cells still continuing to drop, so the patient was removed from plavix with no improvement. The patient was then removed from aspirin. The patient was tested for possible heparin induced thrombocytopenia (allergic reation to heparin) or hemophilia to determine the exact type of blood disorder. The platelet studies all came back negative. The hematologist thinks that the plavix and aspirin aggravated a tendency to thrombocytopenia that may have existed prior to the percutaneious coronary intervention. He had a pre-cath lab platelet count of 106. The patient was entirely asymptomatic during the last week of his hospitalization and was discharged on (B)(6) 2010 with a platelet count of 70 and hemoglobin above 10. No additional information was provided.

Event description:
It was reported that the patient presented to the clinic for an ablation. The patient received therapy. When the device was interrogated,the device presented in hw reset with bvvi pacing and no defib function. The device was explanted.

Manufacturer narrative:
(B)(4). The stent remains in the patient. A follow-up report will be submitted with all additional relevant information.